Event description:
It was reported that out of range issues occurred between the transmitter and pump for unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.